Event description:
A cgm error 42 was reported by the caller. The blood glucose level was not adversely affected as the error did not reoccur. The customer was guided through a pump reset by technical support, and after the reset, the error did not appear again. The customer was advised to wait 20 minutes before starting their sensor session, which they agreed to and understood.